Event description:
It was reported that a patient diagnosed with cervical spondylotic myelopathy underwent an anterior cervical fusion at c4-c5. During the procedure, it was noted by the physician that the "c4 vertebra was more fragile than c5". As the cervical plate was placed, the physician reported that the "c4 right screw was not working well" and could not be properly tightened so it was replaced with a 4.5mm screw. According to the report, the surgery was completed successfully and all screws except for the screw at "c4 right" were properly tightened. The surgical time was extended less than 15 minutes due to the incident. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.